Event description:
Dealer states this chair was transported from (B)(6) and has many issues due to the cold weather in (B)(4) and the long haul shipping to (B)(6). Dealer replacing caster which is flat.